Manufacturer narrative:
E1- facility name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope showed an image with some parts that appeared dark and other parts appeared distorted, display in stripes where the shape of the object is not clearly visible. The issue was found during preparing for use for an unknown procedure, it was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to regional investigation center (ric) for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of video and universal cable. A definitive root cause could not be identified for initial event reported. Based on the results of the investigation, it is likely the following led to the malfunction identified during the device evaluation: video and universal cable were scratched. That event was caused by a component failure of video and universal cable failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope showed an image with some parts that appeared dark and other parts appeared distorted, display in stripes where the shape of the object is not clearly visible. The issue was found during preparing for use for an unknown procedure, it was completed with a similar device. There were no reports of patient harm.